Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing, which was suspected to be caused by electromagnetic interference (emi) from medical procedure. Technical services confirmed that the ICD was working as intended. Currently, this ICD remains in service and no adverse patient effects were reported.